Event description:
It was reported that the patient was admitted due to multiple inappropriate therapies. A magnet was placed over the device to disable therapies but the patient still received multiple therapies. Another magnet was placed over the first magnet, but again it did not disable the device. The therapies were disabled using the programmer. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.